Event description:
The user facility reported to terumo cardiovascular that during set-up, the pump was too noisy. The user facility reported that the pump was changed out prior to initiating the bypass procedure and that there was no patient involvement in this event as it occurred during the set-up and preparation of the bypass circuit.

Manufacturer narrative:
Terumo assessed the device that was used in the reported event and was not able to duplicate the noise that was reported and found the device to meet all performance specifications. The event occurred during prime and was changed out with no patient involvement.